Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage suspect system used. (B)(4)

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
Reporter alleged obtaining a result of 58 mg/dl on the aviva system compared back to back with a result of 260 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated he felt hypoglycemic symptoms, he ate lunch, and took insulin based off of lunch and the 58 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.